Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip opening while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 device code 4559 removed.

Event description:
This is filed to report clip opened while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted there was a barlow's like valve with very thick leaflets, and prolapse through a large portion of the valve. Imaging was difficult throughout the procedure. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the physician felt like the clip slightly opened. The degree was unknown. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.